Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported tha the battery gauge jumped from 60% up to 100%. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose level was 83 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.